Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had issues with her infusion set insertions 3 times. Customer stated that she woke up with a blood glucose reading of 300 mg/dl on (B)(6). Customer was unsure as to why until she removed the set. Customer saw a kinked cannula. Customer stated that she reinserted and is doing better now. Customer stated that she also had a few low blood glucose readings in the 50's mg/dl and has never seen numbers likes this. Customer was advised to contact her health care professional or trainer.